Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jan2020.

Event description:
It was reported that the unit declared an "oxygen device failed" error and "oxygen not available." There was no patient involvement. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The ventilator continues to deliver breaths targeting the 21% oxygen concentration setting regardless of the user-set oxygen setting. The service technician replaced the oxygen valve and the o2 not available error was resolved; however, the unit continued to have oxygen mix accuracy issues.